Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Refer to direct unit label for product content and gender specific use where applicable contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Do not use if package is damaged. Keep away from sunlight."

Event description:
It was reported that the suprapubic catheter fell out and it was reinserted, the patient had a bardia catheter in now and stated that the catheter changed its color at the insertion site. Nurse stated they had another user inserted with silicone elastomer coated catheter who called after 6 weeks and stated the catheter was swollen and difficult to remove. Representative advised that the catheter should not be used for more than 7 days. User mentioned that the product that was inserted before the bardia catheter was a raylene female length. Advised to use biocath catheter.